Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump would sometimes bolus on its own. The patient's blood glucose at the time of call was normal and did not require medical treatment. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly noted. Pump received with minor scratched display window.